Event description:
It was reported that a disassembled shim was returned. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)The event is confirmed. Visual examination of the returned product identified signs of repeated use on all devices and the devices were conforming to specifications were measured. The results of each device evaluation identified both of the bearings and springs disassembled and missing. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, Zimmer Biomet will continue to monitor for trends.